Manufacturer narrative:
The consumer alleges there is a burning smell coming from the unit. Unit is a year old and history has also shown that events with this device have been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR filed solely on alleged burning smell. Malfunction not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The facility alleges the unit smells like it is burning. No injury is alleged.